Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The tsc specialist discovered that the customer was not centrifuging patient samples according to the tube manufacturer specifications. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The cause of the sample tubes not being centrifuged according to the tube manufacturer specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was rerun in duplicate on the same instrument and resulted lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.